Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling of the guide wire during advancement through the guiding catheter, the wire core became bent or kinked resulting in the reported separation. The wire core fractured faces at the separation were ovalled as if kinked or bent prior to separation. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure or during packing for returned analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a balance middleweight (bmw) elite guide wire was being introduced into an unspecified guiding catheter when the guide wire core separated. The separated guide wire was removed along with the guiding catheter. A non-abbott guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.